Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that they encountered placement signal issues and that the patient encountered an acute ischemic infarction and a parenchymal hemorrhage while implanted with an impella rp flex. The placement signal waveform was bouncing around and dropping off the screen while flows were fluctuating as the placement signal was showing flows as high as 6.0 before the automated impella controller (aic) would alarm placement signal not reliable. The placement signal went out and flow calculation disabled was displayed since approximately midnight. Additionally, a cta (computed tomography angiography) of the patient's brain was performed and followed by MRI of the brain. Both showed a large volume acute ischemic infarction of right mca (middle cerebral artery), pca (posterior cerebral artery), and left sca (superior cerebellar artery) territories with a small area of parenchymal hemorrhage of the anterior right frontal lobe. The patient was successfully weaned from the pump and survived.